Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction number:2531779-03/24/2010-003-r.

Manufacturer narrative:
Follow up #1 submitted: 01/30/2013, device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed record of load step malfunction during the initial pump setup on the date of the reported failure. On testing, the pump powered on normally. An ez-prime was performed without warnings. The force sensor was tested and found to be within specifications. The pump cover was removed for investigation and revealed one of the force sensor flex pins was not soldered and had broken free. There were no other defects of the force sensor circuit found.

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.